Manufacturer narrative:
(B)(4). Batch #: u93846. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. This is an evaluation of the picture provided by the account and not of the actual instrument.  Image1: the image provided by the customer is that of the distal jaw of what appears to be an harsh instrument. A closer look at the clamp arm interface shows the blade tip broke off. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a lobectomy, when the scrub nurse was cleaning the device, the active blade broken and fell to the surgical field, outside of the patient. The surgery was delayed 5 minutes. A new device was opened and the procedure was completed successfully. There were no patient consequences.